Manufacturer narrative:
Medtronic's investigation determined that the facility is using non de-ionized water for making ice. This practice is not in accordance with the operator¿s manual, which specially recommends the use of de-ionized water.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The functional problem with the pump motor was confirmed during analysis. The issue was resolved by replacing the motor. After completion of the repair, functional testing confirmed that the instrument was operating as expected. Medtronic¿s investigation is in progress.

Event description:
Medtronic received information that the pump motor for this bio cal temperature controller was not functioning as expected. There was no patient involvement with this event. A medtronic field service technician was dispatched to the customer facility. Additional information was received indicating that de-ionized water is used in the instrument, but that ice used in the instrument is not produced from de-ionized water. Per the operator's manual, de-ionized water and ice should be used in the bio cal.